Manufacturer narrative:
Complaint is confirmed. Upon visual evaluation, it was noted that one of the peek implant of the assembly suture is broken. However, the broken piece was not returned for investigation. The cause remains undetermined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/9/20222, it was reported by a arthrex employee via email that an ar-4501 meniscal cinch ii sutures broke after deploying the first anchor and attempting to deploy the second. This was discovered during a meniscal repair on 11/25/2022.